Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 9 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant lost osseointegration in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 9 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant lost osseointegration in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).